Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 350 chemistry system. The investigation was unable to determine a definitive assignable cause. Based on information available, a reagent issue cannot be ruled out as a contributing factor. In addition, results of precision testing demonstrated that the vitros instrument was performing as expected at the time of the event. The investigation was unable to determine a definitive root cause.

Event description:
The customer obtained a non-reproducible vitros amon quality control result when processed on a vitros 350 chemistry system. Qc lpv ii f2093 amon result= 127 ¿mol/l vs. Expected result= 168.2 ¿mol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).